Event description:
It was reported thtat the grip plate and cables were removed due to instability. Grip plate and cables(not broken) were removed from the patient's left hip and a muscle transfer was performed to stabilize hip.

Manufacturer narrative:
Additional devices listed:cat # 6704-0-520, lot # 43296002, description: d-m 2.0mm beaded cable set vit.cat # 6704-0-520, lot # 43191603, description: d-m 2.0mm beaded cable set vit.cat # 6704-0-520, lot # 43103002, description: d-m 2.0mm beaded cable set vit.it cannot be determined which, if any of these devices may have caused or contributed to the patient's experience. It was noted that the devices are not available for evaluation due to hospital policy. Additional information has been requested and if received, will be provided in the supplemental report.

Manufacturer narrative:
An event regarding revision surgery as a result of instability involving a trochanteric grip plate was reported. The event was not confirmed. Device evaluation was not performed as the device was not returned. A device history review indicated all devices were manufactured and accepted into final stock with no reported discrepancies. There have been no similar reported events for the subject lot code. The investigation concluded that the root cause of this event could not be determined as insufficient information was received. No further investigation for this event is possible at this time.

Event description:
It was reported thtat the grip plate and cables were removed due to instability. Grip plate and cables(not broken) were removed from the patient's left hip and a muscle transfer was performed to stabilize hip.